Event description:
It was reported that (1) device was used during abdominal peritoneum. It was reported by the affiliate that the surgeon attempted to divide the bowel with the tlc55 instrument. The cutting blade would not advance along the instrument. A second stapler was used adjacent to the site of the bowel, without any problem. There was no consequence to the pt.